Manufacturer narrative:
The insulin pump passed displacement and active current measurement tests; it failed sleep current measurement and self tests. The self test returned an unexpected pump error 63. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had recurring battery issues. The customer had to change the battery after 2 days of use even with a new battery cap. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.